Event description:
The surgeon reported that leakage occurred from the cassette's drain bag during testing. No pt was involved and no user harm was reported. No add'l info is expected.

Manufacturer narrative:
A sample has been received by a company rep and is in transit to the mfg site for investigation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).